Event description:
It was reported that, "poly trial broke as dr (B)(6), was taking it out of the pt during his final trial."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and was not returned to the MFR. Add'l info was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.